Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of less than 36 mg/dl with high ketone levels resulting in diabetic ketoacidosis; cause was not known. Customer reported pump was not functioning as intended, however, this could not be confirmed. Reportedly, customer was using thiasp insulin at the time of event. Customer was admitted into the intensive care unit (ICU), subsequently hospitalized, and treated with intravenous saline fluids. Reportedly, customer had muscle fatigue, cuts, and bruises. The customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing or infusion set cannula at the time of event.